Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported the set fraction of inspired oxygen (fio2) was set at 50% and dropped to 21% without an adjustment to the device. The customer also reported no associated fio2 alarms were triggered. The customer reported no known patient involvement.